Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and moderately calcified lesion located in the ostium of the left main (lm) coronary artery. The device was inspected with no issues noted. The lesion was pre dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent dislodgement occurred during deliver to the lesion. It was stated that a freshly implanted stent in the proximal left anterior descending artery caught on the resolute onyx stent as it was attempted to be delivered to the ostium. The dislodged stent was removed using a snare from the proximal / ostial left main. No further patient injury was reported.

Manufacturer narrative:
Product analysis:six images were provided for review. The first two images showed a dislodged stent attached to a snare. The stent appears to be deformed. The following angiographic images confirmed a moderately tortuous and moderately calcified lesion located in the ostium of the left main (lm) coronary artery. A previously deployed stent was visible in the proximal lad. The dislodged stent was visible and there was an image that showed a stent snaring attempt. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was prepped per IFU with no issues noted. No resistance was noted during withdrawal of the device. A previously freshly implanted onyx stent caught on the resolute onyx (2.25x22mm). It was later reported that the lm artery was dissected when attempting to retrieve the dislodged onyx. This dissected portion was treated using a non-medtronic device. It was stated that this dissection was not the fault of the onyx. The patient was reported to be alive with no further injury. If information is provided in the future, a supplemental report will be issued.